Event description:
Drug/diluent: unk, fill volume: na, flow rate: na, procedure: left shoulder arthroscope, cathplace: soft tissue. Pa reported that the pt's wife attempted to remove on-q catheter noted tip not black and went to the operating room. Caller states tip not black, notes wire like fibers inside catheter and she wanted to know if radiopaque. Caller concerned about where the tip is located in pt's tissue or joint. Pt spouse stated catheter did not stretch, was not hard to pull and does not know how much broke inside. Pt pain score was 0. Catheter was connected to a cb004, lot #0200732270. Additional information, received (B)(6) 2013: I-flow rn spoke to charge nurse who pulled the pt's ER record. The anesthesiologist who treated the pt documented on the record "the product information the pt was given by the nurse post op is outdated and that the current caths are no longer marked with a black tip. The catheter was placed in the soft tissue and not in joint and the catheter was intact."

Manufacturer narrative:
Method: the sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. At this time, it is not confirmed that the catheter is an I-flow product. Conclusions: I-flow is attempting to obtain additional information as it was reported that the current catheters used no longer have the black tips and it was intact per the treating anesthesiologist. The sample will be evaluated when received and a follow-up report will be filed.